Event description:
Health care professional reported that one of the valve holder attachment sutures did not pull away with the valve holder. The surgeon had to remove a piece of suture out of the patients heart. The valve was implanted without any further problems.